Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had battery out and getting replace battery alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer states this was not the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.